Event description:
Biomed reported the following: the nursing staff reported there was a communication error and the pt's blood pressure dropped momentarily until the system could be swapped out. Channel a was infusing normal saline, channel b was infusing levophed. Biomed has no info about the other channels or any programming parameters. Although requested, no add'l pt or event details were provided.

Manufacturer narrative:
(B)(4). A log review indicated pump module sn 13699262 channel b was infusing levophed and experienced the channel disconnect event. Customer has decided to send in the entire system for eval. Although requested, the devices have not been received. A f/u report will failure investigation results will be submitted once the devices are received and the eval is completed.